Event description:
A small hole was identified over the patient¿s pump; the pump eroded through the skin. The pump was being explanted on (B)(6) 2014. The patient status was reported as ¿alive-no injury¿. The device system was delivering baclofen. The outcome of the event was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n168989012, implanted: (B)(6) 2008, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).